Manufacturer narrative:
Eval the unit met performance specifications for rate and accuracy. The lock assembly was loose and unit alarmed appropriately in an audible mode with "bag cover is unlocked" message when the lock was unlocked. It did not spontaneously alarm or stop pumping during testing. The pump is designed to stop pumping when the bag cover is unlocked. The complaint was not duplicated during testing, but the loose lock increases the likelihood of the fail-safe failure mode described in the complaint repetition of an alarm mode requires prompt cessation of use.

Event description:
Reporter stated pt was receiving fentanyl via continuous epidural infusion when the pump alarmed and stopped pumping. The alarm indicated the bag cover lock was not working. Hcp spent 2 hours attempting to fix the pump; meanwhile, the pt did not receive the appropriate dosage of medication. His blood pressure increased to the point where his physician tranferred him to the intensive care unit. The pump was replaced and the pt's pain was managed successfully.